Event description:
During removal of 3rd molar, pt was burned because the drill overheated. Upon examination the bur guard beaming had been damaged, and the beamings & bushings showed lots of dirt and debris. Labelling encourages routine maintenance and cautions that contamination of bearings is a primary cause of overheating. Users are cautioned to run unit and check for overheating before each use.